Event description:
It was reported that they were placed the purewick urine collection system however, it was stated that the patient used purewick female external catheter more than 48-hour period the wicks were only changed once. The patient himself took the wick out on evening. The patient received severe lacerations to vaginal area as well as it burned them, and their skin started peeling off. The patient also stated that the caregiver was very negligent and did not bathe or clean them at all, including the vaginal area the one time they did change the wicks. The representative advised the patient that it was not necessarily the wicks that were reason for their lacerations, it was since the care giver did not change the wicks. Per manufacturer suggestion wicks were to be changed a minimum of 8-12 hours. Therefore, the patient should have been changed a minimum of 4 times before the patient had taken the wick off herself on evening. As per follow up via phone on 30jun2022, it was reported that the patient had deep lacerations on the vagina that were very severe, the patient ended up catching a bacterial infection. It was also stated that the monistat cream was given was for treatment. Patient described that the sensation as burning as well as appearance because their vagina appeared burned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed use related as the patient did not bathe or clean them at all and used purewick female external catheter more than 48-hour period. A potential root cause for this failure could be "unaware of need to evaluate skin site / user unaware of time limitation or forgets the patient is using the device". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. A device history record review was not required because the investigation was confirmed - use related. The instructions for use were found adequate and state the following: "maintenance: replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter". It also states "warnings: discontinue use if an allergic reaction occurs. Precautions: experiencing skin irritation or breakdown at the site recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that they were placed the purewick urine collection system however, it was stated that the patient used purewick female external catheter more than 48-hour period the wicks were only changed once. The patient themself took the wick out on evening. The patient received severe lacerations to vaginal area as well as it burned them, and their skin started peeling off. The patient also stated that the caregiver was very negligent and did not bathe or clean them at all, including the vaginal area the one time they did change the wicks. The representative advised the patient that it was not necessarily the wicks that were reason for their lacerations, it was since the care giver did not change the wicks. Per manufacturer suggestion wicks were to be changed a minimum of 8-12 hours. Therefore, the patient should have been changed a minimum of 4 times before the patient had taken the wick off herself on evening.per follow up via phone on 30jun2022, it was reported that the patient had deep lacerations on the vagina that were very severe, the patient ended up catching a bacterial infection. Stated that the monistat cream was given was for treatment. Patient described that the sensation as burning as well as appearance because their vagina appeared burned.